Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c76 from the digital pcb assembly. The shorted and burned capacitor caused a rapid depletion of the internal hlc batteries resulting in the loss of power.

Event description:
It was reported that the customer's device would not power on when the on/off button was pressed. The device would attempt to start the boot up process, then stop and start over. There was no patient use associated with the reported failure.